Event description:
It was reported that sepsis and patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. Five hundred twenty five (525) days post index procedure, the patient developed sepsis and was hospitalized. The following day, the patient died.